Event description:
It was reported by service report that the inner and outer arm covers were broken and there were sharp edges. It is unknown if there was patient involvement or if there were adverse consequences to report.